Manufacturer narrative:
No reports have been received of any external trauma or other events that are likely to have contributed to migration of the device. Patient did not disclose other underlying medical or health issues or treatments, thus the firm is unable to determine if there is any impact on the stability of the nalu system. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with the nalu pns system on (B)(6) 2023. In (B)(6) 2023 the patient was noted to be having difficulty with communication between the ipg and the therapy discs. Nalu rep confirmed the ipg was no longer palpable, likely indicating migration of the device, causing the depth to be greater than what is recommended and leading to the communication issues noted. The patient was offered interventions to correct the placement of the device, however the patient initially declined all interventions due to other undisclosed health issues that were a primary focus. On (B)(6) 2024 a full system explant was performed per the patient request.